Event description:
On (B)(6) 2024, during a follow up, a patient contact reported to fresenius this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized for peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain and nausea. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital presented with no growth in the culture and a wbc count of 812/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was suspected the source of infection may have been touch contamination as it was reported the patient had been disconnecting and reconnecting [from his cycler] to use the bathroom without aseptic technique. The patient was prescribed intraperitoneal ceftazidime at 125 mg/l daily for three weeks. The patient was able to undergo pd therapy (modality and brand of products not reported) for the duration of the admission. The patient was discharged home on (B)(6) 2024. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event while he continues ccpd therapy at home.